Event description:
Caller stated that medical attention was sought on (B)(6) 2022 around 5:00am at home. Caller stated that she tested her blood glucose with her prodigy meter and received a result of 70mg/dl. A normal result for the end-user for that time of day is usually around 70-108mg/dl. The end-user stated that she started to feel dizzy her vision was blurry and she was slurring her speech. Paramedics were called about 20 minutes after testing with the prodigy meter. End-user stated that she only consumed water no food or medication were taken while waiting for the paramedics. Paramedics arrived in about 10 minutes, tested the end-user with their meter, and received a result of 26mg/dl. Paramedics did not do any additional testing with the prodigy meter. The end-user was transported to (B)(6). When the end-user arrived at the hospital, her blood glucose was 21mg/dl. End-user stated that she was given an IV to raise her blood glucose. The end-user stated that her blood pressure was checked along with her blood glucose. End-user stated she was at the hospital for half the day and was discharged with a blood glucose of 80mg/dl. No additional information was provided.